Manufacturer narrative:
Ten (10) new samples list #011-mc100 were returned for evaluation, as received no physical damage or anomalies were observed. No mating device was returned. The 10 samples were primed and tested as per procedure and no flow restriction, occlusion, or anomalies were observed. Complaints of no flow / can't prime/difficult to prime cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may contributed to the reported complaint.

Event description:
It was reported that a microclave¿ clear connector was found to have a lot of resistance during use on a patient. The initial reporter stated that when the device was manipulated to introduce the serum, it did not pass, there was a lot of resistance. The product is available for evaluation, it was not reprocessed and re-sterilized before use, it was not used with medication, and it is not contaminated. The event occurred during use with the patient when a venous catheter was inserted. At first, they thought that the catheter was not inserted correctly (outside the vein), but then realized that the problem was that the biosafety valve did not allow the saline to pass through. Other valves were checked, and they discovered that the same problem coincided with those in the lot indicated. There was no patient harm reported.